Event description:
Event [preferred term] (related symptoms if any separated by commas) patient's blood glucose rising to over 20 mmol/l [blood glucose increased], pen could be pushed but could not dispense medication [device failure], issue was related to a problem with the spring inside the pen [device issue]. Case description: this serious spontaneous case from china was reported by a consumer as "patient's blood glucose rising to over 20 mmol/l(blood glucose increased)" beginning on (B)(6) 2026, "pen could be pushed but could not dispense medication(device failure)" with an unspecified onset date, "issue was related to a problem with the spring inside the pen(device component issue)" with an unspecified onset date, and concerned a male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", patient age, height. Weight and body mass index were not reported. Dosage regimens: novopen 4: medical history was not provided. On an unknown date during the last week in (B)(6) 2026, patient was hospitalized. (Hospitalization details were not reported) patient reported that pen could be pushed but could not dispense medication, which resulted in the patient's blood glucose (blood glucose) rising to over 20 mmol/l. The patient's family member stated that this had also happened twice before and believed the issue was related to a problem with the spring inside the pen. Batch numbers: novopen 4: unknown. Action taken to novopen 4 was not reported. The outcome for the event "patient's blood glucose rising to over 20 mmol/l(blood glucose increased)" was not reported. The outcome for the event "pen could be pushed but could not dispense medication (device failure)" was not reported. The outcome for the event "issue was related to a problem with the spring inside the pen (device component issue)" was not reported. The outcome for the event "patient's blood glucose rising to over 20 mmol/l(blood glucose increased)" was not reported. The outcome for the event "pen could be pushed but could not dispense medication (device failure)" was not reported. The outcome for the event "issue was related to a problem with the spring inside the pen(device component issue)" was not reported. Reporter's causality (novopen 4) - patient's blood glucose rising to over 20 mmol/l(blood glucose increased) : possible pen could be pushed but could not dispense medication (device failure) : unknown issue was related to a problem with the spring inside the pen(device component issue) : unknown company's causality (novopen 4) - patient's blood glucose rising to over 20 mmol/l(blood glucose increased) : possible pen could be pushed but could not dispense medication (device failure) : possible issue was related to a problem with the spring inside the pen (device component issue) : possible.